Event description:
It was reported that the pump was replaced due to "battery at end of life". The patient experienced withdrawal symptoms. The report indicated that there was no patient injury; recovered without sequela. The pump was used to deliver morphine 30mg/ml at a daily rate of 6.5mg.

Manufacturer narrative:
Final pump analysis revealed a reliability non-conformance - motor gear shaft wear. Final catheter analysis of the 2.1cm proximal piece with the 8575 pump connector revealed no anomaly found - acceptable catheter testing. Other - catheter.